Manufacturer narrative:
Device evaluation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30769630l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an 82-year-old female patient (40 kgs) underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. The patients¿ blood pressure decreased after conducting cavotricuspid ishmus (cti), and pericardial effusion was confirmed by echocardiography. Ablation was performed before pericardial was confirmed. Steam pop was not confirmed. Drainage was performed. This occurred after preparation of cti line. At the time of discharge from the room, the patient was conscious, and her condition was stable. The procedure itself was completed. An irrigation catheter was used, the flow rate setting was pre-rf time 1 sec, post rf time 5 sec, high flow 8 ml/15 ml, low flow 2 ml. No abnormalities were observed prior to or during use of the product. The physician¿s opinion on the cause of this adverse event is that it was due to patient condition. Correct catheter settings were selected on the generator. A smartablate generator was used and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. A transseptal puncture was performed using an rf needle. No error messages were reported. Dashboard; vector; visitag force visualization features were used. The visitag module was used, parameters for stability were used range: 5mm / time: 3sec / force over time (fot): 25% and 5g / tag size: 2mm. Additional filter used with the visitag. Tag index color options were used prospectively.